Event description:
It was reported that the pump "fails attached cassette alarm". Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through a disposable test. The cause was the cassette detection pin was stuck. The left cassette detection pin was stuck. The right cassette detection pin rough. Replaced left and right detection pins, pin seals and pin bezel. The device passed all functional testing after the repairs. Product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.